Manufacturer narrative:
The local boston scientific crm field representative followed-up with the patient's following clinic, which believes that the observed noise was due to the patient welding. The boston scientific crm technical services department provided precautionary recommendations for the patient to follow while welding. Current records indicate that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available. Subsequently, the patient went to the emergency room (ER) after hearing tones emitted from the device. While in the emergency room, a shock impedance measurement of less than 20 ohms was noted. Testing of the system with a 31 joule shock resulted in a shorted condition, which caused pacing to cease. The patient, who is pacemaker dependent, experienced a drop in heart rate to the 30-40 beat per minute range, and required pacing support. Shortly thereafter, this crt-d and rv lead were replaced, and returned for analysis. Analysis of the device confirmed that it incurred induced damage consistent with shock therapy delivery into a shorted lead condition. A review of device memory found no previously recorded shorted condition faults. Only the proximal segment of the rv lead was returned to boston scientific. Laboratory analysis of this lead segment verified that it was electrically continuous. Final analysis of the lead was unable to confirm the clinical observations, due to only a portion of the product being returned. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead were exhibiting several episodes of noise on both the rv rate/sense and shock channels, leading to inappropriate episode declaration and some inhibition of rv pacing.